Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during popliteal aneurysm replair procedure, four strands of the device broke, there was no patient injury.